Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited corrosion inside the light guide lens and adhesive peeling around the light guide and objective lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause for the malfunction is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.